Event description:
Tried and failed; reported by hcp did not consent to follow up (B)(4) all available information is provided in this report no further clarification is available. Ref report: mw5158428.